Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist states that patient needs released from aligner therapy due to them experiencing pain and sensitivity and it is in the best interest of the patient to cease treatment. This is a contraindicated patient.